Manufacturer narrative:
Our product evaluation lab received one model 120803fp catheter with one three-way stopcock attached. A nipro 2.5cc syringe was returned with the catheter. The balloon did not inflate due to leakage from the center area of the balloon. Closer examination found that the balloon was deteriorated, with holes and a maze of cracks observed. After cutting the proximal windings, the edges of the holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and the catheter body. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of the fogarty catheter balloon unable to inflate was confirmed on evaluation. Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use, the balloon on a model 120803fp fogarty catheter did not inflate during the inflation test. There were no patient complications reported. The exact date of the event and the lot number of the suspect device were unknown.